Event description:
The manufacturer was informed on this event through the publication "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by groba-marco et al.based on the information reported in the paper, infectious endocarditis is a disease with high morbidity and mortality, the most severe form being prosthetic valvular endocarditis (pve). The authors of the paper performed a retrospective observational study to analyze the prevalence and presenting characteristics of pve in the perceval prosthesis, with particular attention paid to diagnostic imaging. Since 2015, 670 perceval s valves have been implanted and 14 cases of pve have been diagnosed in them. This case refers to a patient who received a perceval pvs23 valve. The patient developed pve 9 months after the implant of the pvs23 valve. The microorganism was identified as coagulase-negative staphylococcus. The pre-operative tee showed abscess, with no vegetation and no periprosthetic leak. The pre-operative pet/CT showed abscess. The patient was not deemed suitable for a surgical intervention and was treated with suppressive atb. The patient is alive.

Manufacturer narrative:
Updated sections b4, b5 (corrected), g3, g6, h1, h2, h6 (corrected and updated). The manufacturer attempted to retrieve additional information on the reported event. However, no further details have been received to date. Since the device serial number is unknown and its disposition is unknown (device not returned to the manufacturer), no further investigation is possible at this time. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, given that the event resolved with antibiotic treatment with no need for the re-intervention, there is not enough evidence to suspect that a device malfunction actually occurred. The patient had a good outcome with the atb therapy, thus there is no evidence of a serious injury. Ultimately, it should be noted that endocarditis is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. As no further investigation is possible, the manufacturer will proceed with the case closure at this time. Should the manufacturer receive additional information in the future, an update to this reporting activity will be provided.

Manufacturer narrative:
Unknown device disposition.

Event description:
This case refers to pt # 4 of 14 : based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The patient was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 23mm was implanted. After 9 months of implantation an echo showed the patient had signs of abscess. The patient has not had any surgical intervention.